Manufacturer narrative:
Corrected information was added in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of lens stuck in plunger and damaged. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).